Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape failed recognition. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed, and the findings did not replicate or confirm the customer reported event. The accessory was installed on the in-house system and passed recognition and engagement without any issues. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was carried out and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.